Event description:
It was reported that a half day infusor was found to be leaking. This was noticed after the device was filled with 3000 mg of desferrioxamine in 40 ml of 0.9% sodium chloride solution and while it was in a refrigerator. According to the report, the "fridge temperature read" was "within range". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 23, 2014 ¿ october 24, 2014. The device was received for evaluation. Visual inspection revealed fluid in the device¿s packaging. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.